Event description:
A pt was admitted with valvular heart disease with narrowing of the right and left bronchus. It was reported that the catheter worked well initially and provided scv02 measurements. Erratic measurements were observed. Physician did not know if the erratic readings were attributed to other factors. It was reported that the pt experienced an arrhythmia (atrial ectopic tachycardia) with stable blood pressure. Follow up indicated that the arrhythmia was resolved with medication.

Manufacturer narrative:
The catheter was received in good condition. There were no kinks or visible damage. The catheter was connected to the lab vigilance monitor and an in vitro calibration was performed. The catheter passed in vitro calibration and attenuation testing. No defects were found. The pt stablized. Physician indicated that there was a possibility that the arrhythmia was related to the catheter.